Event description:
It was reported that an ems was used during a laparoscopic hernia repair. It was reported by the affiliate that the stapler was not functioning at all. There were no staples coming out of the device. There was no consequence to the pt.